Manufacturer narrative:
(B)(4). Evaluation summary: only the stent returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as the physician misjudged the placement and deployed the stent in the aorta. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the left main artery. A 4.0 x 12 mm xience alpine stent was advanced to the left main; however, the physician misjudged the placement and deployed the stent in the aorta. The stent was removed with a snare device and a 4.0 x 08 mm xience alpine stent was successfully deployed to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.